Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed and unable to recover. A field service engineer confirmed that the drawer was recognized by the system; however, all cubies appeared grayed out and were not detected on the bus, replaced the drawer controller for drawer 1.2, inspected the retractor band cable and bus cable for any damage, and removed all cubie trays to reseated the row board connections, performed acceptance testing and verified the results in the system feed. All failures self-resolved following the system reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 repeatedly failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.